Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that when the surgeon used the atb45 instrument it did not cut, although the staples formed correctly. Another instrument was used to complete the case. There was no consequence to the pt.